Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction associated with the mitraclip delivery system. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation concluded that the reported patient effect was related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the suspected chordal rupture during the procedure. It was reported that the first mitraclip delivery system (lot 50417u141) was deployed in the patient with degenerative mitral regurgitation (mr) and anterior leaflet prolapse, reducing mr from 4 to 2-3. A second clip (lot 50422u116) was inserted to treat the lateral jet. Leaflet grasping was easy. The second mitraclip was closed to 60 degrees and the mr reduction looked good. At 60 degrees closed, mr grade went from 2-3 down to 2. As the clip was closing to 20 degrees, mr grade was reduced to 1 until 20 degrees closed was reached, then mr jumped to 4 and the regurgitant jet worsened. The second clip was opened to release the leaflet in attempt to grasp the worsened jet that was more lateral, but there was a new anterior leaflet flail. Chordal rupture was suspected to have resulted from closing the clip. It was thought that there was an unseen chord inside the clip that became ruptured when the clip was closed to 20 degrees. Echocardiogram was unable to confirm this because all the chords were not visible. The new jet was unable to be grasped, but the second clip was deployed near the commissure with mr at 3-4. The patient remained stable and was discharged home two days after the procedure. No additional information.